Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had color bars. The issue occurred before sedation for a colonoscopy diagnostic procedure which was completed using similar device. There were no reports of patient harm.